Event description:
The customer reported being hospitalized due to low blood glucose, and having hypoglycemia episodes in the past. The customer stated that she has gastroparesis. The customer stated that her glucose reading was 61 mg/dl prior calling, and she has treated with food and glucose tablets. Troubleshooting was performed. Reviewed priming technique and found that the customer prefills the reservoirs and skip the manual prime steps. The customer stated that the reservoir has less insulin than the status screen. The customer also stated that she was in diabetic coma while in the exam room, and then treated by the medical staff. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.